Manufacturer narrative:
Investigation summary. Investigation into the event found that the ahbc results were not consistent with other hepatitis marker testing. Retesting of the sample after dilution yielded positive results. Though the root cause is not definitively known, dilution of the initially negative sample produced positive results supporting the presence of an unknown interferent.

Event description:
The customer observed a false negative ahbc result on a patient sample tested on the eci analyzer. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.